Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the vascular damage - peripheral vessel issues has been completed since the original report was submitted. The device was not returned for investigation. As per clinical findings, the root cause of the limb ischemia - reversible was most likely patient condition related. The root cause of the vascular damage - peripheral vessel issue was most likely patient condition related. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 63-year-old female was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient¿s leg was ischemic. The impella was escalated from an impella cp to an impella 5.5. Upon cutdown of the right femoral artery (rfa) and impella explanted, a dissection plane was found in the external illiac requiring stent. Flow was restored down to the leg once impella was removed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿